Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the review of the results of third-party testing and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6)/2/2 sampling from: unknown cfu: unknown bacterial identification: pseudomonas aeruginosa based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
E1 field: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during inspection for use, the bronchovideoscope found tested positive for full plate / unspecified number of colony forming units (cfus) of pseudomonas aeruginosa microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.